Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was removed due to dislodgement of the electrode. During that time device was also taken out, as it needed to be replaced with a new pulse generator. The patient¿s parameters were changed very frequently. Many settings of high voltage were tried to control the patient¿s symptoms. They were not very successful (pain was a big problem). There were no further complications reported and/or anticipated.